Event description:
It was reported that impedance measurements showed impedances >20000 ohms on electrodes #2 and #5 of the patient's implantable neuro stimulator (ins) system. The electrodes in question were not used in the patient's therapy and it was noted the stimulation was working "great" and the patient was not taking any pain medications. Follow up information from the company representative indicated the patient needed to have ongoing mris to monitor his multiple sclerosis. Because of this, the open circuits on the lead needed to be resolved and the patient was going to have a revision surgery in the future. The cause of the high impedances was not determined. It was unknown whether the affected lead would simply be removed or replaced. It was again noted that the patient received very good therapeutic coverage and only required a minor reprogramming at his last office visit. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).